Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had battery damage. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. This is an ancillary service event. A damaged battery was found during battery testing. The battery was replaced to fix the malfunction. The pump passed all tests and was returned to good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.